Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report worsening mitral regurgitation. It was reported that this was mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first clip delivery system (cds 80912u154 ) was advanced to the mitral valve, and the clip was deployed; however, the mr increased. A second cds (80710u157) was advanced to the mitral valve, but the clip could not grasp the leaflets. The clip was not implanted, and the cds was removed. It was noted that the geometry of the mitral valve slightly changed after the first clip was implanted causing the second clip difficulty to grasp both leaflets. The procedure was aborted. One clip was implanted and the mr increased to 4. There was no clinically significant delay in the procedure. No additional information was provided.